Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion test. The insulin pump was received stuck on a motor error alarm that occurred during a bolus delivery. No motor position encoder error alarm could be confirmed due to multiple alarms for a corrupted history file. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported a motor error alarm during the prime and stated that all of the settings were cleared. She did not know the blood glucose reading. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. She stated that she was able to complete the rewind process. Nothing further was reported.